Event description:
Customer reported a failure code 403. Customer reported there were no patient injuries associated with this report. Customer did not have info whether incident occurred during pt infusion.